Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2181073. D4. Medical device expiration date: 31may2027. H4. Device manufacture date: 30jun2022. D4. Medical device lot #: 1165711. D4. Medical device expiration date: 31may2026. H4. Device manufacture date: 14jun2021. D4. Medical device lot #: 3213452. D4. Medical device expiration date: 31jul2028. H4. Device manufacture date: 01aug2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear safety system was activated before injection. The following information was provided by the initial reporter: ¿we had 3 buvidal injections that had a faulty spring (the needle did not retract back after the dose was given) at (B)(6).¿

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear safety system was activated before injection. The following information was provided by the initial reporter: ¿we had 3 buvidal injections that had a faulty spring (the needle did not retract back after the dose was given) at xxxx.¿